Event description:
It was reported to caridianbct that the customer experienced a tubing set leak during a mononuclear cell (mnc) collection procedure. The procedure was stopped and rinseback was not performed. The pt was transfused and the procedure was postponed for two days. This report is being filed due to medical intervention to prevent injury due to blood loss. Caridianbct did not become aware of the medical intervention until (B)(6) 2010.

Manufacturer narrative:
(B)(4). The collect bag and attached tubing were returned to caridianbct for eval. There was no product readily apparent in the collect bag, but upon further inspection, dried blood components were noted around the slip fit luer on the collect line. No noted looseness or misassembly of the slip fit luer connection was noted. Upon leak testing, a small leak was observed from the slip fit luer connection. It cannot be determined whether the connection was loose as a result of the manufacturing process or handling at the clinic. Conclusion: a small leak at the slip fit luer connection to the collect bag was observed. It cannot be conclusively determined whether this was a result of the manufacturing process or handling at the clinic.